Event description:
This lead was revised for an unk reason. During the lead revision procedure, the physician "may have bovied insulation of lead" and elected to use a new lead. The hospital has retained this device and no add'l info is available. Should add'l info become available, this event will be updated.